Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The workstations pcbs were re-seated, and there were no errors noted in the event log. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system was booted up and the a/c power was improperly disconected from the system and a reboot did not restore function. The system removed as inoperable.